Event description:
This serious spontaneous report was received from nurse via a physician in the united states. A (B)(6) male patient experienced a seizure after administration with euflexxa (1% sodium hyaluronate) for an unknown indication. On (B)(6) 2011, the patient received his first euflexxa injection bilaterally in the knee for an unknown indication. On (B)(6) 2011, the patient received his second euflexxa injection. On (B)(6) 2010, after the patient's first euflexxa injection, the patient reported having a seizure (important medical event) later that night. The reporter stated the euflexxa needle brand used was bd and the needle gauge was 22. At the time of this report, the outcome of the event was unknown. No other information was reported. Medical history was not provided. The patient had a history of seizures, but had gone a very long period without seizures (5 years). The patient weight was (B)(6). The patient denies smoking, but uses alcohol occasionally. Concomitant medications was not provided. Company causality: possibly related based on the information provided at the time of this report. Follow-up information was requested. If new significant information is received a re-evaluation of the case will be performed.